Event description:
During an implantation procedure the left ventricular lead could not be implanted due to an unspecified size issue. A different lead was implanted and the patient was stable. Additional information was requested but not received.

Manufacturer narrative:
The lead could not be implanted due to size issue. Visual and electrical analysis resulted in normal lead characteristics. No anomalies were noted with the lead during testing in the laboratory.